Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and trackwise files and found relevant to the service repair. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The device was previously returned for service unrelated to the complaint or service history. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed that this device was involved in a servicing failure which correlates to the customer reported issue. The trackwise complaint history review was completed and it was confirmed that multiple complaints were received with similar sn (B)(4). We will continue to monitor all complaints and failure modes for upward trending and take appropriate action as required. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). Unit was just in for repair (see RMA (B)(4)) and the customer says the unit failed check in. (B)(4). 1st time broken barrel clamp, 2nd time failed binary switch test a true 90 days. (B)(4). Failed binary switch & split nut test binaries: the only binary questionable was the split nut binary at very bottom of travel (an area outside normal operation for the split nuts, and not normally tested): however, the binary was indicating open when it should indicate closed. Adjusted mechanical phase of the long screw v. The split nuts; verified binaries at all positions through the entire range. Split nut test: ran tf00017 split nut recall test. Split nuts are in the correct position for the recall (tf00017 passes). Ran complete calibration and p/m: other repair: none required. Maintenance actions: calibration completed. P/m completed. Tamper seal: intact on arrival. Removed. (B)(4). The following note will be included with any further units that exhibit this split nut binary issue: due to positioning of the lead screw there are occasions that lead screw to drive head thread engagement may not be possible at the top or bottom of the drive head assembly travel. The top and bottom of the drive head assembly travel are not within the normal operating range of this device even with the largest of syringes this device is capable of infusing. Binary testing should be done with the plunger positioned within the normal operating range of the unit with the threads of the drive head assembly fully engaged to the lead screw in order for successful completion of the test. (B)(4).